Manufacturer narrative:
This report is being submitted for the initial and investigation conclusion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false positive results with ID now covid-19 assay performed on (B)(6) 2022 with an unknown sample. It was not disclosed if repeat or pcr testing was performed. Customer provided the pcr sample type but not the result. Customer stated that the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.